Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal followup. Fluoroscopic images identified externalized conductors. Electrical function of the lead was normal. The lead will be monitored.